Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, reservoir tube, reservoir tube window and battery tube threads. The insulin pump was received with minor scratched lcd window. The insulin pump was received with completely broken reservoir tube lip. The insulin pump was received with missing reservoir tube lip o-ring. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the reservoir compartment was cracked and pieces were falling off. Customer's blood glucose was unknown. The customer reported dropping the insulin pump, causing the damage. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.